Event description:
During the procedure the tip of the cautery device disengaged from the handpiece and fell into the surgical cavity. The facility reports no events happening with the device that would cause the tip to disengage. The electrode tip was closed into the pt. The tip was confirmed by x-ray to be in the lower right pelvic area. At this time, the pt has elected to not return to surgery for removal of the component.